Event description:
Baxter received a report that one (1) lv250 intermate (batch 11a038) which was filled with ciprofloxacin 400mg in 200ml sodium chloride 0.9% burst during patient use. There was approximately 10-20mls of fluid left in the infusor when the balloon burst. A patient was involved but no injury was incurred. No medical intervention. One unit was impacted. One sample is available for evaluation. No additional information.

Manufacturer narrative:
(B)(4).additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a footed position. Approximately 2 ml of solution was also noted in the housing due to the rupture. The root cause was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the bladder rupture issue is in progress through (B)(4).